Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, while inserting the implant, it broke. Reportedly, there was no application of force when the implant broke. No fragment of the broken implant remained inside the patient. The broken implant was replaced with a new one to complete the procedure. No patient complications were reported as a result of this event.